Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Journal article: intravascular ultrasound-guided treatment for simultaneous ostial left main intramural hematoma and anomalous right aortocoronary dissection authors: shaur-zheng chong, hsiu-yu fang, chih-yuan fang journal: the international journal of cardiovascular imaging year: 2021 reference: doi.org/10.1007/s10554-021-02394-x. Date of event: date of publication. Procedural images were provided in the article. The images confirm the reported dissection. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article titled - intravascular ultrasound-guided treatment for simultaneous ostial left main intramural hematoma and anomalous right aortocoronary dissection - was submitted for review. This article is a case report of a simultaneous iatrogenic catheter-induced ostial right coronary artery (rca) dissection, and propagation to the ostial left main (lm) coronary artery by intramural hematoma (imh). The patient presented to the hospital after suffering acute rca occlusion with cardiogenic shock without management, while receiving diagnostic catheterization in another hospital. To perform the initial diagnostic a medtronic launcher guide catheter, along with a non-mdt guide catheter were used to determine the origin of the rca anomaly in the left coronary cuspid. The ostial dissection with intramural hemorrhage at the rca without flow compromised, with the acknowledgement of lm propagation occurred at this point. The dissection was successfully treated with a non-mdt stent followed by a non-mdt nc balloon inflated up to 24 atms. The lm was then managed by an ivus-guided non-mdt cutting balloon inflated at up to 12 atms to fenestrate the imh at the lm level. This was followed by the implantation of a bailout non-mdt stent and by a non-mdt nc balloon inflated up to 18 atm. The patient remained hemodynamically stable and the procedure resulted in the remission of the patient¿s condition.